Manufacturer narrative:
No button error alarm was noted. The down arrow button did not respond due to corroded keypad traces. The insulin pump had moisture damage on the electronics. The displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests could not be performed and no battery out limit alarm could be verified due to the keypad anomaly. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error, had an unresponsive keypad, and was exposed to moisture. The blood glucose reading was 60 mg/dl. The customer stated that he had forgotten that he had the device on while on a wave runner and it fell off into the water. The customer declined troubleshooting for low blood glucose. Advised discontinuation of the insulin pump. Nothing further reported.